Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd ultra-fine¿ insulin syringes were mixed with different product.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 8mm syringe without any packaging. Customer states that other product got mixed. Unable to perform DHR check due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no packaging or lot number was returned by the customer. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that two bd ultra-fine¿ insulin syringes were mixed with different product.